Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "partial" deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified two openings(striated). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings curved (striated) assessed as surgical damage.

Event description:
Healthcare professional reported a left side "partial" deflation. Device has been explanted.